Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the user identified missing labelled information. The following information was provided by the initial reporter. The customer stated: expiry date on cone luer adapters unreadable. Possibility of using expired material on a peripheral line (catheter).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: "material #: 367300 lot/batch #: unknown bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for illegible expiration date was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of illegible expiration date. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, the user identified missing labelled information. The following information was provided by the initial reporter. The customer stated: expiry date on cone luer adapters unreadable. Possibility of using expired material on a peripheral line (catheter).